Event description:
It was reported that during a device changeout the implanter attempted to remove the competitor lead from the competitor device without removing the set screws completely. After the implant of the current implantable cardiac defibrillator the lead impedance was high and a chest x-ray showed the lead my not be completely inserted into the header block of the device. Investigation into the event showed the patient expired 8 days after implant. Follow up has been inconclusive and the device has not been returned. No complaints or allegations of device involvement with the patient death have been made, but cause of death is unknown. Further information has been requested and not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been attempted and continues to be in progress. All information that has been made available has been reported, additional information will be reported as it is made available. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction of a possible loose connection is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.